Event description:
The customer reported inaccurately low blood glucose readings with test strips, lot #16109b. He opened the first bottle of test strips from the box on 9/8/96 and immediately began using them. His blood glucose readings were in his usual range for approx. 2 or 3 weeks, but gradually decreased over the next couple of weeks. Approx. 10/25/96, he began obtaining fasting blood glucose readings of 60 mg/dl which was about 25 mg/dl lower than usual. He thought his medication was working better, so he did not question the readings. Toward the end of nov., his fasting readings dropped down to the 40 mg/dl range. On 12/22/96, he obtained a fasting reading of 28 mg/dl. He did not believe this reading to be accurate because he did not have any hypoglycemic symptoms, so he immediately performed a second test and the result was 29 mg/dl. The code was set correctly for all tests. The desiccant is in the bottle of test strips. A check strip test yielded a result of 83 versus a check strip range of 72-98. The customer does not have any normal control solution to check the test strips for accuracy. He stores the test strips in his bedroom. The customer stated that the test strips in the second bottle from the same box seem to be performing accurately.